Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the (malibu locking) cap would not screw in during lumbar arthrodesis surgery. The surgery time was not extended more than 10 minutes due to this issue and surgery was completed using a spare device that functioned correctly. There was no additional anesthesia administered and no patient injury alleged. The outcome of the patient was reported as "normal."